Manufacturer narrative:
The customer support engineer (cse) replaced the graphical user interface (gui)/ central processing units (cpu) printed circuit board (pcb), breath delivery unit pcb, and uploaded software to the device. The device was then tested and performed all calibrations: extended self-test (est), short self-test (sst), o2 sensor and electrical safety testing. The device passed all testing. The service history record (shr) for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
Sbf holda report was received from the (B)(6) stating that, during pt use in a neurological unit where the pt received 1:1 nursing observation, the graphic user interface (gui) went blank and a burning smell was emitted from the back of the display. The pt was manually ventilated and transferred to a second ventilator. There was no harm or pt injury reported. Multiple attempts have been made to obtain additional info; however, no additional info has been made available at this time.